Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead exhibited far p-wave over-sensing and r-wave amplitude variation. No intervention was performed. There were no patient consequences.